Event description:
It was reported that the procedure was to treat a lesion located in the common iliac, that was narrow, and moderately calcified. Access was in the common femoral artery, retrogradely, in order to treat the iliac lesion. The lesion was crossed successfully without resistance and the 7x60 mm armada 35 was placed. Inflation was performed up to nominal pressure for 2 minutes, one time. During deflation it was impossible to remove the contrast from balloon, which stayed inflated. A slight decrease of pressure was observed, but not enough to deflate the balloon. After waiting several minutes, aspiration was attempted without success. As an ultimate remedy to facilitate removal of the balloon from the patient, the proximal end of a guide wire was used to rupture the balloon in place, without provoking any artery damage. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo .035. Sheath: cordis 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device analysis revealed a 0.5mm longitudinal rupture in the balloon over the proximal marker, consistent with the reported event. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.